Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a brief backup battery fault that cleared when the battery was reset. These were thought to be due to the controller software not being up to date. The patient was seen in clinic and the primary controller was exchanged for new controller with 1.7v software. The controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery use count increasing was confirmed via review of the submitted log files; however, the reported event of a backup battery fault alarm was not. The submitted periodic log file contained data intermittently spanning approximately 11 days on (B)(6) 2023 per timestamp). The ebb use count was observed to have increased from 80 to 86 throughout the data. These increases indicate that external power to the system controller was lost during these time frames. However, the durations of the power losses and ebb uses could not be determined, as the periodic log file only captures data at designated intervals. The submitted event log file contained approximately 1 day of data on (B)(6) 2023 per timestamp). Throughout the event data, no backup battery fault alarms were observed. The pump maintained a speed above the low speed limit throughout the periodic and event data. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. The root cause of the backup battery use count increases could not be conclusively determined. Review of the device history record for the heartmate 3 system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including backup battery fault and no external power alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.